Event description:
It was reported that an unspecified malfunction alarm occurred. Despite the issue, their blood glucose levels remained within the range of 54-500 mg/dl. Technical support arranged for the replacement of the pump, confirming that it was still under warranty. The customer did not have a backup insulin therapy available and was advised to contact a healthcare provider. They also received instructions to return the faulty pump using a prepaid label within ten days, and they acknowledged understanding the procedures.